Event description:
Patient had an open reduction internal fixation (orif) of the distal radius performed on (B)(6) 2013. During a follow-up visit, the surgeon became aware that the two diaphyseal screws had broken. The patient was revised on (B)(6) 2013 and the plate and screws were removed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Date of event: (B)(4) 2013. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
Follow up visit in (B)(4) 2013 found: two screws were broken, surgeon decided to see if the reduction would hold. Patients wrist began to shift radially and became ulnar positive, date unknown. It was then decided plate should be removed on (B)(4) 2013. Radial deviation, shortening, ulnar positive wrist.

Manufacturer narrative:
Device used for treatment, not diagnosis. The 2.4mm va lcp distal radius plate is intended to be used for fixation of complex intra- and extra-articular fractures and osteotomies of the distal radius and other small bones (adult). The drawings were reviewed and suitably define the device designs and dimensional conformity. The returned plate shows evidence of (wear indicated) placement of 6 distal va locking screws and 2 proximal standard locking screws in the combination holes provided. Review of the technique guide provides the necessary steps for initial reduction by use of a cortex screw in the elongated proximal hole of the plate. There is no evidence that a cortex screw was used anywhere on the plate when the plate has installed to the patient. The importance of the cortex screw is to insure substantial purchase into the bone and facilitate reduction. Since no cortex screw was evidently used, significant reduction may not have been achieved and fixation of the plate with only the lesser purchase locking screws would have been nominal at best, patient compliance could also be a factor. Likely non-compliance coupled with nominal fixation is likely to have resulted in post op proximal screw breakage. Risk assessment provides cause as: non-compliant patient, early excessive strain by the patient and user error: improper technique, improper screw selection as well. The screws are therefore determined to be suitable for their intended use from a design perspective and the disposition is invalid.